Event description:
It is reported that the devices were implanted in 1998 and that the pt was revised in 2009 due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.